Event description:
It was reported that a few days post implant, there was decreased sensing on the right ventricular lead. Trend data also showed a high number of short interval counts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.